Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one instance of a high, out-of-range left ventricular (lv) pacing impedance led to this device issuing an alert and emitting beep tones. Ts discussed bringing the patient in to the clinic to clear the alert, evaluate for noise, and check thresholds. The patient was seen in clinic and the beeping for an out-of-range lv impedance measurement was turned off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated this device had been explanted for a non-product performance issue and that the physician suspected that a lead fracture was the cause of the reported clinical observations.

Event description:
Additional information was received indicating that the associated lv lead was still capturing, but thresholds were inconsistent. Reproducible noise was noted on the left ventricular (lv) channel and sensing was programmed off. It was reported that a lead revision would be scheduled.